Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an occlusion alarm occurred. Additionally, air bubbles were observed in the cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.